Event description:
Customer reportedly received the following results on the advantage system within 10 minutes on (B)(6) 2013: 368 mg/dl and 141 mg/dl. Customer also reportedly received the following results on the advantage system within 10 minutes on (B)(6) 2013: 546 mg/dl and 199 mg/dl. No actions taken based on device results. No information to reasonably suggest the device caused or contributed to an adverse event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.